Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no display ramping on its own. There was no moisture damage on the electronic or motor assemblies. The pump had cracked display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that she jumped in the pool and got water in the pump. The customer stated that the pump alarmed button error and the keypad was not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.